Manufacturer narrative:
The device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the bearings were worn, the locking mechanism was working roughly and the device had heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the temperature on the attachment device control was above specification. It was further determined that the device was not working properly, the bearings were worn and the locking mechanism was working roughly. This event did not occur during surgery. There was no patient involvement reported. There were no injuries, delays, or medical intervention associated with this event. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.